Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a non calcified and moderately tortuous shunted vessel of the right upper arm. The physician treated the lesion using f/g sterling otw 5.0 x 20/40 (4f) balloon catheter. The balloon was inflated to 6 atms and 8 atms then on the third inflation at 14 atms, the balloon ruptured. The device was removed intact. This procedure was completed successfully with a different device. No patient complications were reported and patient status was listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Complaint evaluated by mfg.: the complaint device was not received for analysis. The manufacturing batch review confirmed that the device met all materials, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).